Event description:
A customer reported a broken light sensitive drug administration set. This event was reported to have occurred during patient use. There was patient involvement, but no patient injury, medical intervention, or adverse reaction that was reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available for evaluation; however, a reserved sample was evaluated. A visual inspection, gravity flow test, and functional test were performed. No leaks, malfunctions or other abnormalities were identified during the evaluation of this device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.